Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be deformed from the locking hole taps. This damage can be attributed to the explanation process. With available information the complete potential cause cannot be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vectra-t-pl 4/4.5 1 segment l23 tan contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 450.551, lot number: 5821p42, manufacturing site: mezzovico, release to warehouse date: 19 apr 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2025. The surgery was completed successfully with no delay. After the surgery, the patient underwent a removal surgery (c4/5). Before the surgery, the sales representative found out that the screw was coming out. The sales rep asked the surgeon and he said the patient had been monitored for the progress with x-rays since last year, and that the screw is gradually coming out. The surgery was completed successfully with no delay. There was no patient consequence.